Manufacturer narrative:
The investigation determined higher and lower than expected vitros phyt quality control results were obtained from three different quality control fluids on a vitros 4600 chemistry system. The most likely assignable cause is instrument related, as the results of the phyt within-run precision test were outside of ortho guidelines, indicating the vitros 4600 chemistry system was not performing as intended. Ortho field service performed service actions to the immuno-wash subsystem, which included the replacement of the immunowash metering pump, and acceptable phyt performance was obtained following these service actions. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from two different lots of vitros tdm performance verifier iii control fluid and a non-vitros biorad control on a vitros 4600 chemistry system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).